Event description:
When opening the medline universal heart pack a, a hair was found on one of the five-pack of laparotomy sponges. The hair was woven into some of the fibers of the laparotomy sponge. Contaminated items were removed from field and replaced with new sterile items. Reorder number, lot number, and expiration date are below. Reorder #: (B)(4), lot #25abc290, exp #12/31/2026.